Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the correct event date is november 21, 2023. The mega suturecut needle driver instrument was not inspected prior to use. The instrument did not collide with any other instrument or tool during procedure. There were no issues related to opening/closing of the grips, left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There was no cable visibly protruding from the distal end of the instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the mega suture cut needle driver was found to have a broken wire. The procedure was completed as planned with nor reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.